Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: led does not work or works very dimly. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned, the error description provided by the customer "led does not work or works very dimly" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted, led is dim, blade damaged, leak between cover and housing, leak between plug and cover. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and leads to a reduction in light intensity. The event is filed under internal karl storz complaint ID: (B)(4).